Event description:
Revision surgery - the pt had a knee infection.

Manufacturer narrative:
The root cause for the revision surgery was due to an infection. The original surgery occurred on (B)(6) 2012, 48 days prior to the revision surgery. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history record for the knee insert was examined. The product used in the original surgery received an adequate sterilization gamma radiation dose between 25 and 40 kgy and was within its expiration date at the time of the original surgery. A review of the implant device history record, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. Due to the short time between the original surgery and the revision surgery it is possible that the infection was acquired at the hospital ((B)(6)). It is also possible that the patient was not compliant with post surgical instructions. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.